Manufacturer narrative:
The compressor muffler and compressor muffler intake filter were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the returned compressor muffler and the muffler/intake filter was found to be speckled with dark colored particles. An investigation was performed and the reported issue could not be duplicated. No errors were recorded in the diagnostic logs during testing. No fault was found with the returned compressor muffler. A visual inspection was performed on the returned compressor muffler intake filter and it was found to be speckled with dark colored particles. An investigation was performed and the reported issue was verified. The root cause of the reported issue was isolated to a vendor manufacturing process issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable compressor. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the compressor inlet and dryer filters. The unit passed all testing and operated within the manufacturing specifications.